Event description:
It was reported that the device's transmission came in as an alert transmission and yet no notification was sent and there was no red dot next to transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.